Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the physician initially reported the issue to them. The cause of the stylet being bent was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Other relevant device(s) are: product ID: neu_stylet_acc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who had a lead placed. It was reported that ¿the street style lead that came in the lead was bent.¿ they swapped it out with the curved stylet, however they were not seeing the results during stimulation. They were not sure if the ¿street style¿ lead being bent was affecting the results because, perhaps the lead had been damaged as well. In order to resolve the event, another lead kit was opened and used. The issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.